Manufacturer narrative:
Please find below the response sent to the customer, "thank you for informing us of your concerns regarding a n0. 11p bulk non-sterile retractable scalpel that has not been retracted correctly and the end user has cut their finger. May we say we are sorry to learn that someone has cut themselves on one of our products. For us to answer this complaint effectively we need the scalpel in question returned or at least photographs of the protruding blade and lot number information so we can check our records and history. Back in august 2021, we implemented a visual check for the position of the blade in the scalpel by the operator when packing ths product. With us not receiving any lot number information we are unsure if this product would have been packed before or after this check was implemented. Once again, we are sorry to learn that someone has cut themselves on our scalpel, but we are finding it difficult to comment further due to the lack of information and no samples or photographs to help us try and understand how the blade was protruding. If lot information or samples or photographs were to become available, we would be able to investigate further and issue you with a further report of our findings. If we can be of any further assistance, please do not hesitate to contact us." We were unable to conduct a thorough investigation due to insufficient information and the device not being returned. Following a report sent to the customer we now consider this matter to be closed. If we do receive any further information that enables us to perform a further investigation we will provide a follow up report.

Event description:
Employee picked up retracted blade and the tip wasn't completely retracted. The tip sliced her finger.